Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a patient with a decentered ablation following bilateral conventional myopia with astigmatism surgery. This report is for the right eye, the left eye is being reported under manufacturer report #1061857-2007-00443. Patient records were provided and indicate at 7.5 months post-op, the right eye was +1.25 diopter overcorrected, experienced -2.25 diopters of induced astigmatism and exhibited a decrease of 3 lines bcva. Ucva improved from 20/600 to 20/100.